Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 500 mg/dl and it kept on increasing. The customer had symptoms such as feeling thirsty and headache. Customer's blood glucose value was over 600 mg/dl at the time of the call and treated with manual injection. Customer stated that she wanted to test the insulin pump. High pressure test was performed and passed the test. Customer confirmed that there were no leaks or air bubbles. Customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's recommendation. The insulin pump is not expected to return for analysis.